Event description:
Reports of low heart rate, and low blood pressure and as a result was transferred to telemetry and remained hospitalized for a prolonged period of time.

Manufacturer narrative:
This MDR is being filed based on info provided from clinical retrospective study. Based on the available source documentation, the duration of hospitalization is unk.